Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient was unable to pair the transmitter with the receiver or smart device. No additional patient or event information is available.